Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer was unable to speak, but programming was ok. Checked programming, insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u(u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications. Nurse called to say that since the pump was put back on the blood glucose are high and the cannulas are bent also with no delivery alarms. Went over all the possible site issues.